Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 275 mg/dl, which, the customer stated that they will treat later with manual injection. The customer does not use the sensor feature. They were unable to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.